Event description:
It was reported that the health care professional (hcp) expressed concerns about the battery longevity of this cardiac resynchronization therapy defibrillator (crt-d). Over a year ago, the crt-d was programmed with the left ventricular (lv) lead set to maximum output and configured to pace only on the right ventricular (rv) lead. The hcp questioned whether the high lv output, even when not actively pacing, could contribute to reduced longevity. Technical services (ts) reviewed the device data and determined that this crt-d had been in a constant mode switch over the past year due to atrial fibrillation (af). During atrial tachy response (atr) mode switches, biventricular pacing is delivered regardless of the programmed rv-only pacing mode. Ts noted that the patient is no longer in af, which has improved this device longevity. Ts recommended reducing the lv output to the minimum setting in case the patient goes back into af. No adverse patient effects were reported. This crt-d remains in service. Additional information was received indicating that this device triggered a code 1003 alert, suggesting the battery voltage was too low for the projected remaining capacity. The patient reported that the device previously showed an estimated 18 months of remaining battery life before it suddenly depleted, and remote transmissions were unsuccessful. Technical services (ts) performed a battery analysis and determined that the code 1003 alert was triggered due to an increase in power consumption following the resumption of left ventricular (lv) pacing. Ts disregarded this as a true code 1003 event. No adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed because analysis of device data found device was depleting normally. The product has not been returned for analysis.

Event description:
It was reported that the health care professional (hcp) expressed concerns about the battery longevity of this cardiac resynchronization therapy defibrillator (crt-d). Over a year ago, the crt-d was programmed with the left ventricular (lv) lead set to maximum output and configured to pace only on the right ventricular (rv) lead. The hcp questioned whether the high lv output, even when not actively pacing, could contribute to reduced longevity. Technical services (ts) reviewed the device data and determined that this crt-d had been in a constant mode switch over the past year due to atrial fibrillation (af). During atrial tachy response (atr) mode switches, biventricular pacing is delivered regardless of the programmed rv-only pacing mode. Ts noted that the patient is no longer in af, which has improved this device longevity. Ts recommended reducing the lv output to the minimum setting in case the patient goes back into af. No adverse patient effects were reported. This crt-d remains in service. Additional information was received indicating that this device triggered a code 1003 alert, suggesting the battery voltage was too low for the projected remaining capacity. The patient reported that the device previously showed an estimated 18 months of remaining battery life before it suddenly depleted, and remote transmissions were unsuccessful. Technical services (ts) performed a battery analysis and determined that the code 1003 alert was triggered due to an increase in power consumption following the resumption of left ventricular (lv) pacing. Ts disregarded this as a true code 1003 event. No adverse patient effects were reported. Additional information was received that this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted no damage or defects. A review of the device memory noted a low voltage fault occurred after the device was explanted. The device passed labeled longevity calculations. The device case was cut open, and the battery voltage was measured at 2.904 volts (v). The battery was removed and connected to an external power supply which yielded a normal current drain. The battery was forwarded for further testing which noted dendrites on one of the battery cells that caused an internal short.